Event description:
A (B)(6) old male patient's nurse contacted zoll customer support to report that the patient had been coded and was believed to have went into vt or vf and the lifevest did not alarm or treat. The nurse reported that the doctor removed the lifevest in order to treat the patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death - did not treat - no alarms) has been investigated. Upon evaluation, the monitor was fully functional. Death analysis concludes the device properly detected asystole at 17:47:50. No treatment sequence was initiated for asystole, as it is considered a non shockable rhythm. A vt arrhythmia was then declared at 19:52:29. However, the vt rate (110) was below the programmed vt threshold (150 bpm) throughout the whole event. As a result, the device did not treat the vt arrhythmia. The device was shutdown at 20:23:31 on (B)(6) 2011. The patient was confirmed to have passed away around 02:00:00 on (B)(6) 2011, not wearing the lifevest. The device did not treat the patient's vt rate (110 bpm) as it was below the patient's programmed vt threshold (150 bpm). The device operated according to specifications. The report of the device not alarming during asystole detections could not be confirmed. The device, including alarms, was functional during investigation at zoll.